Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 45% to 25% after being connected to a power source. The customer's blood glucose level was 107 (mg/dl). The customer disconnected and reconnected the pump to a power source and the pump began to charge as expected. Reportedly the customer would continue to use the pump for insulin therapy.